Manufacturer narrative:
The customer replaced the sample probe, and with the assistance from service, replaced 6 worn wash zone manifold valves on the architect i2000sr analyzer. A review of the architect i2000sr sn (B)(4) service history was performed, and no additional occurrences of discrepant results and no contributing factor on or around the date of the event was identified. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. The architect systems operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that the architect i2000sr analyzer generated negative architect anti-hcv results of 0.97 and 0.77 s/co on a(B)(6)year old patient. The sample was tested on another analyzer and positive results of 1.27 and 1.30 s/co were generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.